Manufacturer narrative:
The pump and associated cartridge have been returned to animas for eval. The eval of the products has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed. Associated product labeled for single: cartridge lot# b201528.

Event description:
On (B)(6) 2010, the pt contacted animas alleging elevated blood glucose (bg) levels and repeated occlusion alarms. The pt indicated that she had been receiving occlusion alarms approximately every 2 hours for previous 5 days. The pt claimed that the occlusion alarms would not occur during bolusing of insulin. She claimed that the occlusion alarms would occur during basal delivery. The pt denied having symptoms of nausea, vomiting, shortness of breath, and abdominal pain. However, the pt indicated that she had gotten "high" result on her meter. According to the owner's manual, a "high" result indicates a possible bg level exceeding 600 mg/dl might have been detected. Through troubleshooting, the animas representative confirmed that the pt disconnected from the pump, and removed the cartridge. The pt manually primed the tubing and cartridge. She stated insulin flowed easily out of tubing when pushing on plunger. No usual motor sounds were observed when priming. The cartridges and sets were within expiration date. The pt admitted to having scar tissue at her site. However, she claimed that she was rotating site and avoiding the scar tissue. She also denied observing a bent cannula. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she obtained elevated bg readings which can be associated with a serious injury. The alleged product issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.